Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump only delivered 8 units out of a 10 unit bolus; cause was not known. Pump history was reviewed and no alarms were found that may have terminated insulin deliveries. Customer's blood glucose level was 344 mg/dl. Customer declined to continue troubleshooting the issue.